Manufacturer narrative:
This report is submitted on february 23, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was placed under general anesthesia on (B)(6) 2018 to remove the abutment. The implanted device remains.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Excessive skin thickening and skin growing over the abutment and experienced pain at the site are relatively common complications. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.